Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. It is unknown if the customer noted a trend arrow. Customer reported receiving readings of 53 mg/dl, 53 mg/dl, 53 mg/dl, 260 mg/dl, 53 ,g/dl, 53 mg/dl and 53 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. It is unknown if the customer noted a trend arrow. Customer reported receiving readings of 53 mg/dl, 53 mg/dl, 53 mg/dl, 260 mg/dl, 53 ,g/dl, 53 mg/dl and 53 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.